Event description:
It was reported that the stent partially deployed, elongated, and fractured within the patient, and an additional stent was required to treat the lesion. An eluvia drug-eluting vascular stent system was selected for use to treat peripheral artery disease in the superficial femoral artery (sfa). The target lesion was reported to be 99% stenosed, with moderate tortuosity and severe calcification. The lesion was predilated, and the stent was advanced. When deployment was attempted, only about 5 cm of the stent deployed using normal deployment mechanisms. The remainder of the stent would not deploy from the middle sheath. As the delivery system was removed from the patient, the 5 cm portion of the stent fractured and remained within the sfa. An additional eluvia of the same size was crimped and implanted at the site of the elongated and fractured stent, and the procedure was completed without any injury to the patient.

Manufacturer narrative:
Device analysis: the device was received loaded onto the a non-boston scientific guidewire and was also inserted in a non-boston scientific guide catheter. A visual and tactile examination revealed that the inner and outer sheath of the delivery system were detached. Multiple outer sheath kinks were noted. The device was received with the stent already deployed from the delivery system. The stent was noted to be damaged, which confirms the event. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device, and there was evidence of inner prolapse.

Event description:
It was reported that the stent partially deployed, elongated, and fractured within the patient, and an additional stent was required to treat the lesion. An eluvia drug-eluting vascular stent system was selected for use to treat peripheral artery disease in the superficial femoral artery (sfa). The target lesion was reported to be 99% stenosed, with moderate tortuosity and severe calcification. The lesion was predilated, and the stent was advanced. When deployment was attempted, only about 5 cm of the stent deployed using normal deployment mechanisms. The remainder of the stent would not deploy from the middle sheath. As the delivery system was removed from the patient, the 5 cm portion of the stent fractured and remained within the sfa. An additional eluvia of the same size was crimped and implanted at the site of the elongated and fractured stent, and the procedure was completed without any injury to the patient.